Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 02/24/2015. (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit stopped and alarmed for a system failure. There was no reported patient injury.